Manufacturer narrative:
(B)(4). Evaluation: baxter received the set without a cap on the uv spike connector. Visual inspection performed with no issues noted. Leak test, clear passage test and clamp function test were performed with no issues. The uv spike outside diameter measurement was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a uv flash transfer set was broken. The reporter stated that the spike was ¿not seated at the normal position." This was noted after the connection process. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.